Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported events of noise, low lead impedance, low defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix but did find the inner coil over torqued at the connector region that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.

Event description:
During a remote follow-up, noise resulting in oversensing and decreased pacing and defibrillation impedance were observed on the right ventricle (rv) lead. A revision procedure was performed and when attempting to reposition the rv lead the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.